Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving heparin via an implantable pump. The healthcare provider reported that they thought there might have been a temporary kink in the tubing with a couple of other patients before. Per the healthcare provider they didn't think too much of it.